Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead experienced diaphragmatic stimulation post implant which could not be programmed around. A x-ray was performed and indicated the lead moved deeper into the coronary vein. A revision procedure was performed and the lead was explanted and replaced with a competitor's lead. No adverse patient effects were reported.

Manufacturer narrative:
The field representative indicated that the lead was discarded after explant and would not be returned. If additional information is received, this report will be updated.